Manufacturer narrative:
Device evaluation: the pump evaluation included visual inspection, priming the catheter access port, programming a bolus flow rate, and performing relevant flow rate tests. The pump primed and operated per specification. A review of the sterilization records indicated that there were no nonconformances or issues related to the device. Internal complaint number: (B)(4).

Event description:
It was reported that the patient developed an infection in the pump pocket. The physician determined that the incision site at the pump pocket was not healing well. The patient has a history of susceptibility to infections and (B)(6). The device was explanted and returned for evaluation. As of 10/7/2016, no further issues were reported.